Event description:
Following a laparoscopic procedure, it was found that a piece of the laparoscope was missing. The surgical tech in the room was unable to report if the item was not in place prior to the procedure. In order to be certain it was not left behind in the pt, she required an x-ray postoperatively. Reason for use: leiomyomata.